Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited an increasing trend for impedance and thresholds, a lead failure and possible fracture. It was further reported that the lead exhibited noise and a high sensing integrity counter (sic). Replacement of the right ventricular (rv) lead is planned. The lead remains in use. No patient complications have been reported as a result of this event.